Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's implantable cardioverter defibrillator (ICD) exhibited undersensing and failure to deliver shock causing the patient to go into ventricular tachycardia. Programming changes were made. The patient was stable.